Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested, but not received to date. (B)(4).

Event description:
A nurse reported that the cable of the footswitch was loosening during calibration of the system. There was no pt involvement. Additional info has been requested, but not received to date.